Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 125 ohms. Previously, the patient received an inappropriate shock for supraventricular tachycardia (svt) and the rv lead had high, out-of-range shock impedances. When performing a pain free shock test, the rv lead's shock impedance measured 166-168 ohms. Finally, while the patient was admitted for a svt ablation procedure, the physician performed defibrillation threshold (dft) testing and once again the rv lead had high, out-of-range shock impedance measurements, eliciting a fault code 1005 notification. The physician planned to revise the lead, but as of this moment the device and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedances of greater than 125 ohms. Previously, the patient received an inappropriate shock for supraventricular tachycardia (svt) and the rv lead had high, out-of-range shock impedances. When performing a pain free shock test, the rv lead's shock impedance measured 166-168 ohms. Finally, while the patient was admitted for a svt ablation procedure, the physician performed defibrillation threshold (dft) testing and once again the rv lead had high, out-of-range shock impedance measurements, eliciting a fault code 1005 notification. The physician planned to revise the lead, and the device and rv lead were later replaced. No additional adverse patient effects were reported.